Event description:
Low inspiratory pressure in testing the manufacturer received information alleging a trilogy 100 ventilator did not meet evaluation acceptance criteria due to a cracked enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error codes related to vent inoperative - max reboots, low inspiratory pressure and low expiratory pressure were observed. The device did not pass testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a trilogy 100 ventilator did not meet evaluation acceptance criteria due to a cracked enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error codes related to vent inoperative - max reboots, low inspiratory pressure and low expiratory pressure were observed. The device did not pass testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Further testing was conducted using an active porting block and the device passed all testing.